Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the ostial, mid and distal left anterior descending (lad) artery. The distal lad lesion was treated successfully with a 3.0 x 12 mm xience xpedition and the mid lad lesion was treated successfully with a 3.5 x 48 mm xience xpedition. A non-abbott balloon catheter was used for post-dilatation. A 4.0 x 12 mm xience xpedition was advanced and crossed with successful deployment at 12 atmospheres in the ostial lad; however, the stent delivery balloon failed to deflate at all which resulted in forced withdrawal of the stent delivery system balloon from the anatomy and was removed successfully. At the end, the patient was stable with a good angiographic outcome. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported deflation issues were unable to be confirmed. The reported difficulty to remove the device was unable to be replicated in a testing environment as it was based on operational circumstances. The xience prime everolimus eluting coronary stent system, instructions for use (IFU) states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. In this case, it is unknown if the IFU deviation related to excessive force contributed to the reported event. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issues as no issue was noted during return device analysis. Additionally, the reported difficulty to remove appears to be related to operational circumstance as it is likely that the reported force that was used to remove the device prior to deflation caused the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Additional information: negative pressure was held for 30 seconds during balloon deflation. No additional information was provided.